Manufacturer narrative:
Continuation of concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (10mg/ml at an unknown dose) via an implantable pump. It was reported that the patient had decreasing pain relief despite increased dose increases. There were no known¿environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed. The doctor was able aspirate from the catheter, but noted it was slower than expected. Dye was injected and it appeared to be intrathecal. The length of the catheter and pump connection was also examined and they reported no obvious signs of dye leaking. The catheter was attempted to be aspirated again and the doctor felt it was flowing easier and able to easily get back .5ml.¿priming bolus was programmed for the catheter and the doctor added an increase to the ptm dose. It was unknown if the issue was resolved at the time of the report.